Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the thrombus/pannus formation was not confirmed.

Manufacturer narrative:
Updated data: a4. B2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to central aortic regurgitation of unspecified severity. The patient is scheduled for a valve replacement approximately 1 day following the onset of the regurgitation. Additional information was received that that severity of the central aortic regurgitation was severe. A computed tomography (CT) scan was performed that also revealed possible thrombus/pannus formation inside of the valve frame. The replacement of the valve was has not been performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to central aortic regurgitation of unspecified severity. The patient is scheduled for a valve replacement approximately 1 day following the onset of the regurgitation.